Event description:
During a laproscopic gastric bypass roux-en-y procedure, straight out of the packaging, surgeon depressed ratchet mechanism and the handle on the device separated and was not able to ratchet. Case was completed with another device of the same product code. No pt consequence.